Event description:
During routine testing of the device at the service center, the service technician observed "f039" and "f072" error messages. As a result, the hematocrit saturation card was replaced. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Device evaluation in progress, but not yet concluded.